Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention. Section: cleaning: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir."

Event description:
The user facility a patient was on an impella cp for support during cardiogenic shock. It was reported that due to the impella cp purge reservoir leaking, the impella was removed. The patient remained stable with extracorporeal membrane oxygenation. The patient survived the procedure.

Manufacturer narrative:
The investigation of purge leak ¿ pump has been completed. Neither data logs nor product were available for investigation. Though product wasn't returned for investigation, it was reported that the pump was leaking from the purge sidearm. Therefore, the root cause of the purge leak was determined to most likely be a damaged sidearm.